Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for crea creatinine jaffé method (crea) on a modular analytics p-module. The customer mentioned that a field engineering specialist had been out the day before the day of event. The field engineering specialist had the customer replace a reagent probe due to reagent dispensing outside of the reaction cuvettes. The customer ran qc with acceptable results prior to obtaining the following erroneous patient result. The initial crea result was 453 umol/l. The initial result was released outside of the laboratory, but was questioned by the doctor. The doctor requested the sample to be rerun and a crea result of 106 umol/l was obtained. The rerun crea result was reported to doctor. There was no allegation of an adverse event. The crea reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
No further investigation or data can be provided as the customer de-installed the analyzer. Therefore, a definitive root cause could not be identified.